Event description:
As reported, approximately 1 year and 7months post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted for an unknown reason.

Manufacturer narrative:
Device not returned. Investigation is ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, therefore no visual inspection, functional testing and dimensional testing was performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Since there is no evidence of actual or potential product non conformance contributed to the complaint, a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) were reviewed: commander delivery system with s3u/s3, IFU, us. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for postimplantation valve requires intervention unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, approximately 1yr 7months post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the valve was explanted for an unknown reason. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 6 months postimplant is not available at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.